Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers 1 and 2 were failed and found no lights on pyxibus module board. The field service engineer replaced board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medbank system drawers 01 and 02 was not opening. The customer added that this malfunction occurred during the user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.